Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a sensor reading of 50 mg/dl while his blood glucose was in the 300 to 399 mg/dl range. Additionally, the customer reportedly experienced difficulty in properly inserting the sensors. Troubleshooting was declined.